Event description:
It was reported that this right atrial (ra) lead was capped due to unknown cause. This lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown cause. This lead was replaced. No additional adverse patient effects were reported. Additional information received indicates that the lead became fractured overtime.